Event description:
The physician was attempting to put a terumo glidewire through a patient's catheter. The wire is supposed to by hydrophilically coated. He attempted with three different wires, all from the same lot number, and all got stuck in the catheter. He described it as feeling like "sandpaper on sandpaper." The patient was not injured as a result of this incident.